Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the plunger would not move during a set change. The customer stated that this was a recurring issue over the past six months. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to manually prime insulin. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set. No occlusion was noted.